Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Obtaining the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid brachial that was non-tortuous, non-calcified and 90% stenosed. The armada 35 balloon dilatation catheter would not deflate after several attempts over a span of 30 minutes, even using the indeflator. A syringe was also used to no avail. Finally, a guide wire was used to puncture the balloon so that it could be removed from the anatomy. When the device was removed from the anatomy, the balloon could still not be deflated. Another same size armada was used to successfully complete the procedure. It was reported that the armada was inflated to 9 atmospheres. There was no difficulty reported during removal of the protective sheath and the device was prepped according to the instructions for use. Although there was a delay in the procedure it was not clinically significant and there were no adverse patient effects. No additional information was provided.